Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Device not received with original battery cap. Battery cap cracked/damaged unknown. Device received with cracked belt clip rail case corner and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error image on the screen. Customer's blood glucose value was unknown. Customer states the battery cap contact was detached from the battery cap. Customer states the insulin pump was off after critical pump error. Customer states they were unable to complete troubleshooting per customer states insulin pump cannot clear the alarm. Customer states the insulin pump had crack on left side on the back of the pump casing goes from the bottom to the top at the entrance of the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.